Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01295, 425-96-008, s800 - revision surgery, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - upon weight bearing, the patient sustained a peri prosthetic fracture and dislocation of the hip. Surgeon revised the hip and removed the size 16 lateral taperfill stem, 40 head and neutral offset sleeve. Surgeon placed a cable to fix the fracture and implanted a size17 lateral taperfill stem, 40 head and +10.5mm offset sleeve.